Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; specific value was not provided. Cause of bg level was not known. Customer went to the emergency room and was treated with fluids, resolving the issue with no permanent damage; nature of fluids was not known. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.